Manufacturer narrative:
Based on the information provided this is a patient with a complex medical / surgical history significant for intestinal cancers. The information indicates that the patient underwent multiple additional abdominal surgeries following the mesh implant. Due to this we are unable to determine to what extent if any, the bard device may have caused or contributed to the development of the delayed mesh infection by the small intestinal cutaneous fistula 8.5 years post abdominal incisional hernia repair. Without a lot number a review of the manufacturing records is not possible. Regarding infection the warning section of the IFU states, " if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Adhesion and fistula formation are listed in the adverse reaction section of the IFU as possible complications. If additional information is obtained, a supplemental MDR will be provided. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following is based on information obtained from a journal article, (the hokkaido journal of surgery, 61(1), 2016, 123 "case that caused delayed mesh infection by small intestinal cutaneous after art of the abdominal wall scar hernia.") On (B)(6) 2004 - the patient underwent the partial removal of the sigmoid colon due to sigmoid cancer. On (B)(6) 2006 - the underwent abdominal incisional hernia repair and was implanted with a bard composix mesh. On (B)(6) 2008 - the patient was diagnosed with cancer of the transverse colon and underwent a transverse colectomy. On (B)(6) 2008 - the patient was diagnosed with cancer of the descending colon and underwent segmental colon resection surgery. On (B)(6) 2014 - the patient presented with erosion of the periumbilical area and drainage with a foul smell. He was diagnosed with a localized wound infection and underwent medical treatment, without improvement. On (B)(6) 2015 - the patient was diagnosed with a refractory nature fistula and underwent a partial removal of the small intestine and explant of the bard composix mesh. It is noted that the mesh was strongly adhered to the small intestine which caused a small intestine perforation. The article states that the patient was doing well following the surgery.